Event description:
It was reported that during reprocessing of the pk dissecting forceps instrument, it was noted that the wire of the instrument was loose. There was no report of fragments falling into a patient. There was no allegation of any harm, injury, or adverse outcome to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the instrument's pitch cable was loose. The pitch cable was found to be loose at distal clevis hub. Both cable crimps remained in the clevis. Upon housing removal failure analysis investigation found that the pitch cable was loose at the clamping pulley, no loose clamping pulley screw was found, but had contamination by clamping pulleys and bearings area. An additional observation not reported by site was that the instrument's pitch cable was found to be frayed at the distal clevis hub. No damage was found at the clevis. An additional observation not reported by site was that the instrument's grip cable was found to be frayed at the distal idler pulley. The frayed strands stuck out at the wrist. Other cables at wrist were undamaged. An additional observation not reported by site was that one grip close cable was derailed at the distal idler pulley. The grips can still open and close, but movement may not be precise. Cable derailment was likely due to cable losing contact with pulley during wrist articulation. The fleet angle between proximal and distal pulleys may contribute to derailment. An additional observation not reported by site was that the instrument's distal pulley exhibited scratch marks/abrasions. There were scratches on the surface of the distal pulley. An additional observation not reported by site was that the instrument's main tube exhibited scratch marks/abrasions. The distal end of main tube had various scratch marks exhibiting light material removal and a rough surface finish. The scratches were short in length and not axially aligned with the tube. An additional observation not reported by site was that the instrument's clamping pulley had corroded/contaminated. Upon opening the housing, failure analysis investigation observed corroded clamping pulley by cable rails area and bearings area. Evidence not conclusive, but corroded/contaminated damage may be due to likely improper cleaning. No other damage was found. The reprocessing instructions under cleaning, disinfection, and sterilization general information section specifically states: warning: read all instructions carefully. Failure to properly follow instructions may cause improper functioning of the device. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the instrument's pitch/grip cable and/or main tube found during failure analysis investigation could cause or contribute to an adverse event if the failure mode were to recur.